Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient was hospitalized with diabetic ketoacidosis. It was reported that the blood glucose reading was greater than 500 mg/dl, with large ketones, headache, vomiting, and shakiness. She was treated in the emergency room and then admitted to the hospital. The reporter alleged an inaccurate delivery but was unable to complete trouble shooting. This complaint is being reported because the patient experienced a hyperglycemic event and the pump could not be ruled out as a cause or contributor to the event.